Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: tgu404015j/15934895. (B)(6).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. During the procedure, a gore® dryseal sheath with hydrophilic coating was inserted from the right side. No issues were reported, and the patient tolerated the procedure. It was reported on (B)(6) 2017, a thrombotic occlusion of the right external illac artery (eia) was observed. On (B)(6) 2017, angiography was performed, and a dissection from the right common iliac artery to the right external iliac artery and thrombus was confirmed. Reportedly, the physician considered the thrombotic occlusion was a complication of the access vessel dissection. A thrombectomy was performed with a fogarty catheter, and two stents (epic) were then implanted from the right common iliac artery to the right external iliac artery to repair the dissection. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® conformable tag® taa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to branch vessel occlusion, dissection of the aortic vessel and surrounding vasculature, thrombosis, and reoperation. (B)(4).

Manufacturer narrative:
Correction review of the event determined this event to be non-reportable for ctag devices. This medwatch will be voided.